Event description:
It was reported that the programmer received the error during boot up. The error cleared when cycling the power. The programmer was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).